Event description:
Per the clinic, the patient experienced partial extrusion of receiver/stimulator, resulting in the decision to explant the device. The device was explanted on (B)(6) 2022. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.